Event description:
It was reported that the pacemaker was explanted due to an unknown product issue. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker was explanted due to an unknown product issue. No additional adverse patient effects were reported. Additional information received from the field indicates that there was no product problem. The device was re-implanted into the patient after the lead was extracted out. Additional information was received regarding the device exhibiting high out of range pacing impedance measurements and a lead safety switch being triggered. Furthermore, a signal automatic monitoring (sam) episode was recorded. It is planned to further evaluate the patient. No further adverse patient effects were reported.

Event description:
It was reported that the pacemaker was explanted due to an unknown product issue. No additional adverse patient effects were reported. Additional information received from the boston scientific representative indicates that there was no product problem. The device was re-implanted into the patient after the lead was extracted out.

Event description:
It was reported that the pacemaker was explanted due to an unknown product issue. No additional adverse patient effects were reported. Additional information received from the field indicates that there was no product problem. The device was re-implanted into the patient after the lead was extracted out. Additional information was received regarding the device exhibiting high out of range pacing impedance measurements and a lead safety switch being triggered. Furthermore, a signal automatic monitoring (sam) episode was recorded. It is planned to further monitor the patient. No further adverse patient effects were reported. Additional information was received detailing the device also exhibited loss of capture.